Event description:
It was reported that as a result of reported issues involving the unraveling of the swg during insertion through the needle, the ICU nurse attempted to replicate the issue. The nurse advanced the guide wire over the needle bevel numerous times to get the wire to "unfurl." There was no patient involved as this was for replicating purposes only.

Manufacturer narrative:
(B)(4).